Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 523 mg/dl. The customer was treated with manual injection and a bolus. The customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 523 mg/dl. The customer was treated for high blood glucose with manual injection and a bolus.